Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that full-height drawer 2 required maintenance. The field service engineer (fse) reported that upon arrival two full-height drawers had failed, though drawer commands worked through the configuration page and no specific pockets showed failed in the virtual map. The nurse logged in and the drawer was recovered immediately, though the customer noted issues earlier that morning. Inspection showed rails were smooth and ejecting properly; tension was adjusted as precaution. In test mode, pockets were removed and debris including rubber bands was cleared, after which all drawers functioned correctly. Sticky residue from a spill near drawer two was cleaned. General cleaning and inspection were completed, cable connections verified, and a bent communications sled at the back was reformed. A backup power supply lid was also repaired to prevent interference with the station. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed maintenance required message for main full height drawer 2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.